Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the ER for a blood glucose of 476 mg/dl; her blood glucose has since increased to 544 mg/dl. The patient experienced headache, nausea, dry-mouth, and she felt as if she were going to vomit. The customer normally treated high blood glucose via syringe but she was in the ER because she had run out of manual insulin injection supplies. The customer was in the ER awaiting treatment. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.